Event description:
It was reported that during an implant procedure, the first left ventricular lead was noted to have a stuck stylet, damage, and a detached connector pin. The second lead that was attempted also had a connector pin detached and damage. The second lead also had a guidewire that was difficult to remove. This second lead was removed and successfully replaced. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of "stylet would not come out of 1458q and when implanting physician pulled on stylet the lead broke and pin came out of is4 connection" was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported event was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly. Electrical testing did not find any indication of conductor fractures or internal shorts. Abbott is continuing to monitor this issue.